Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty resistor on the main board. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device halts after partial boot cycle. Complainant indicated that there was no patient involvement in the reported malfunction.